Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device with no physical damage. Functional testing was unable to duplicate the reported problem. It was determined that the root cause was due to a potential defective downstream occlusion (dso) sensor. The dso sensor was replaced as a preventative measure. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: per reporter, the date of the problem occurred around sep-2024 to oct-2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were frequent blockage alarms (downstream alarms). There was patient involvement. No patient harm/adverse event was reported.